Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain. It was reported that the patient mentioned getting their pump replaced in september and inquired how to return device. Agent reviewed information and redirect to healthcare provider for further assistance. **see pe 709178945 for issues with communicator**

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.